Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen is blank and the device would not power on. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. Unit passed all required tests. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen is blank and the device would not power on. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. Unit passed all required tests. H3 other text : third party service center.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's screen is blank and the device would not power on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.